Event description:
It was reported that stent damage occurred. The 90% stenosed, target lesion was located in the mid right coronary artery. A 2.25x20mm promus element plus drug-eluting stent was used for treatment. However, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Device evaluated by MFR: promus element plus,mr,ous 2.25mm x 20mm stent delivery system was returned for analysis. Examination of the stent identified no stent damage. The stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No issues were identified during the product analysis.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed, target lesion was located in the mid right coronary artery. A 2.25x20mm promus element plus drug-eluting stent was used for treatment. However, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed, target lesion was located in the mid right coronary artery. A 2.25x20mm promus element plus drug-eluting stent was used for treatment. However, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.